Manufacturer narrative:
The complaint received states that during a peripheral interventional procedure the smart control stent and sds had resistance/friction, deployment difficulty and was kink/bent. This is a male patient of unknown age and medical history. The target lesion was sfa (superficial femoral artery) described as heavily calcified, non-tortuous and 100% stenotic. Femoral approach was used for procedure. The target lesion was pre-dilated with an unknown 3 mm balloon catheter. The smart control was prepped and handled according to IFU instructions and no anomalies were reported prior to insertion. A 0.035 radifocus guide wire was in place; the complaint device was inserted and advanced towards the target lesion. Resistance/friction was noted during advancement and during further attempt to deliver the device forward it was noted that the outer sheath "bent-up". At the time the damage to the outer sheath was noted, it was also noted that the stent appeared to be deploying. The device was removed from the patient safely and other new product (same size) was used. The procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. One non sterile unit of smart control, iliac 6 x 100 ml was received coiled inside of a plastic bag. The locking pin was detached from the handle (not at the correct position). The outer sheath presented dry blood residuals. The stent was partially deployed with dry blood residuals. No other visual anomalies were noted on the received unit. A lab sample guidewire 0.035 was introduced in the smart control from distal end and the guidewire was able to go through the entire catheter length without any resistance or friction. An attempt to deploy the stent was made with the locking pin located on the handle and it was not possible, therefore the locking system is functioning properly. The locking pin was removed and the stent was deployed without any difficulty. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure by the customer as "inner shaft-resistance/friction" was not confirmed since during insertion/removal of the guidewire into the smart control any resistance or friction was felt. The deployment difficulty-premature/in patient-during advancement condition was not confirmed since during functional analysis the device functioned as is supposed to be. The kinked/bent condition was not confirmed since the device presented no visual damage along it. The three events reported by the customer could not be determined, however they do not appear to be manufacturing related, procedural and handling factors may have been contributed to failures as reported. Neither the DHR review nor the product analysis suggest that the conditions reported by the customer could be manufacturing related, therefore no actions will be taken at this time. The three complaint received could not be confirmed analysis; however, there are no issues that appear to be manufacturing related, procedural and handling factors may have been contributed to failures as reported. Neither the DHR review nor the product analysis suggest that the conditions reported by the customer could be manufacturing related, therefore no actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
The stent partially deployed during advancement over the guidewire. The patient was male but age was unknown. The target lesion was superficial femoral artery. Heavy calcification and no vessel tortuosity, the rate of stenosis was 100%. A femoral approach was used to access the lesion. The product was properly inspected and prepped and no anomalies were noted. The target lesion was pre-dilated with 3mm unknown balloon catheter. Friction/resistance occurred while advancing a smart control (complaint product) over a 0.035 radifocus guidewire (terumo) to the target lesion. When the device was pushed to advance further, the tip of the outer sheath was observed curled up "outward" and the stent seemed to start releasing under fluoroscopy. The stent partially deployed, but remained in the sds. The device was removed from the patient safely and another new product (same size) was used. The procedure was completed without any other issues. There was no adverse event and the patient is in stable condition.